Manufacturer narrative:
One medfusion pump was received with the top case cracked by the left corner. The event history log was reviewed and there was a motor rate error. An occlusion test was conducted and a motor rate error occurred. The issue was caused by normal wear of the motor assembly, since the parts are 10 years old. The stepper motor, old motor mount, worm gear, worm coupling, lead screw and both clutch halves were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.